Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for knee surgery and the physician noted sensing issues with the pacemaker. Inappropriate spikes that were not capturing were also noted. The patient was taken to the operating room. The pulse generator was replaced.